Manufacturer narrative:
One sample was received for evaluation. Visual inspection verified the reported problem. The root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that a cuff leaked straight after intubation requiring tube exchange. There were no adverse health effects.

Manufacturer narrative:
The primary di# has been used as the lot information is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.